Event description:
It was reported that a user¿s dexcom g6 continuous glucose sensor initially failed to pair with the ilet, preventing manual blood glucose entry and displaying a ¿calibration not used¿ message; the user confirmed high glucose of 600 mg/dl by fingerstick and had accurate readings on the dexcom app, and after guided troubleshooting that included confirming the sensor code and toggling g6/g7 settings, the sensor successfully paired and began reporting values to the ilet. Symptoms included hyperglycemia. Outcomes included restoration of cgm pairing and a subsequent glucose value of 95 mg/dl on the ilet report, with no injury or hospitalization. Investigation included review of the ilet report and guided pairing procedures. Investigation of this case revealed that the cgm pairing failure was limited to the ilet interface and resolved through standard pairing and configuration steps, with no device malfunction identified in the pump hardware. It was concluded, based on previously established findings for similar reports, that user-interface pairing configuration or transient cgm communication disruption was the likely cause and that the system performed as designed once properly configured.